Event description:
It was reported the patient received eight inappropriate shocks due to t-wave oversensing (twos) on the ventricular lead. The pace/sense portion of the lead was capped and a new pace/sense lead was implanted in the right ventricle. The high voltage portion of the lead remains in use. It was noted that after the lead revision, twos episodes occurred following some bi-ventricular pacing events. The new pace/sense lead remains in use. It was also reported by the patient, "my device exploded inside." The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the actual device was not received for evaluation: however, performance data were collected from the device and analyzed. The ventricular short interval count was 84 counts in 0.86 days between (B)(4) 2011 and (B)(4) 2011.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.